Manufacturer narrative:
The system was examined and the reported event was replicated. The table-top illuminator was subsequently replaced to resolve the issue. The illuminator was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 4, 2010. Based on qa assessment, the product met specifications at the time of release. A table top illuminator was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. Additionally, a note from the ar was written with the returned sample that said ¿cracked lenses¿. A known good xenon lamp was installed into the sample illuminator then connected to a calibrated system for functional testing. The illumination output was found to be below specification. The illuminator was disassembled and cracked aspheric collimating lenses were found on both ports. The root cause of the reported event can be attributed to the two cracked lenses. The cracked lenses are known to cause decreased illumination. An internal investigation was opened to address the cracked lens issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with dim illumination. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.